Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) had several issues and tachy mode has been programmed off. Technical services reviewed this patient's data and confirmed numerous episodes of right ventricular (rv) oversensing and pacing inhibition, longer than 2 seconds. The patient is showing bradycardia due to this issue. The rv threshold has been high and pacing impedance has dropped, yet staying within normal limits. In addition, inappropriate anti-tachycardia pacing (atp) and tachy shocks had been delivered. Further information was provided, the patient was brought into clinic for troubleshooting and had parameters adjusted, no revision was planned. This rv lead remains in service and no adverse patient effects were reported.